Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe did not actuate during a procedure. The product was exchanged and the procedure was completed with no consequences to the patient. Additional information and product sample were requested.

Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One probe was returned for evaluation. The sample was visually inspected and found to be nonconforming. The cutter was stuck in the port. Actuation and cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was no wear on the inner cutter when compared to the cutter wear visual standards. The coupling was broken in half. The root cause for the reported event can be attributed to the broken inner coupling. A broken coupling prevents the movement of the inner cutter causing the cutter to not move in the port opening. The reason for how and when the component became broken cannot be determined from this evaluation. This breakage would have occurred after being tested during the manufacturing process and resulted from additional handling or movement, but prior to being used for surgery. An action was implemented to strengthen the coupling component. The manufacturer internal reference number is (B)(4).